Manufacturer narrative:
Submit date: 7/10/2017.

Event description:
The customer states the enteral feeding pump's screen is not working.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿screen not working¿. The unit was triaged and the reported issue was confirmed; the screen was mostly blank, with top 10% visible but blurred. The potential root cause was lcd flex strip not properly seated in connector due possibly to vibration or customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the screen is not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.